Event description:
Additional information was received that the increased capture threshold resulted in a loss of capture.

Event description:
During an initial implant procedure, increased capture threshold was observed on the leadless pacemaker (lp). While in connected to the catheter in tether mode, the lp dislodged from the implant position. Additionally, the helix of the lp became stretched during the procedure. The lp was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported events of device dislodgment and failure to capture were unconfirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment, and output verification of the device were normal with no anomalies found.